Event description:
It was reported that during a thyroid procedure, the hand activation button did not work or worked intermittently. The foot pedal was used to complete the procedure. There was no pt consequence.